Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously high glucose (glu) cup result generated by the unicel® dxc 800 pro synchron® chemistry analyzer. The original glucose result was 40mg/dl and upon rerun a result of 301mg/dl was obtained and another result of 37mg/dl. The erroneous result was not reported outside of the laboratory. There was no affect to patient or user with regard to this event.

Manufacturer narrative:
Qc indicated erratic results but were within the lab's established ranges. Bci hotline referred to field service engineer (fse) and the glucose module was replaced. Bci has requested the return of the module for further investigation. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.